Event description:
Specify spinal cord stimulation lead wire placed over the c2 and c3 nerve roots for control of pain from occipital neuralgia. Pt received excellent pain control until just before january when they suddenly had problems with the pattern of stimulation while vacuuming. Evaluation suggested that there was a broken right sided lead wire. Pt taken to o.r. For removal and replacement of broken lead wire. In surgery, right sided lead wire was tested and appeared to be non-functional.